Event description:
It was reported that during unpackaging of the 6.0mmx100mmx135cm absolute pro self-expanding stent system (sess), the shaft separated. There was reportedly no resistance noted during removal from the packaging. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 6.0mmx100mmx135cm absolute pro sess was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for shaft separations. Based on the reviewed information, no product deficiency was identified.